Manufacturer narrative:
The valve was received for evaluation: DHR - conformed to the specifications when released to stock failure analysis - the valve was visually inspected; the stator was dislodged and a crack in the valve casing was noted also the proximal connector was cut away and not returned. The valve could not be program and pressure tested due to the dislodged stator. The valve passed the tests for occlusion, leaks and cam magnets. He valve failed the test for reflux. A crack was noted in the valve casing, and corrosion was noted on the stator. The root cause for issue reported by the customer is due to the valve receiving a hard knock. The root cause for the crack in the valve casing is due to the valve receiving a hard knock. The root cause for the failed reflux test is due to the stator dislodged. The root cause for the stator dislodging is due to the valve receiving a hard knock and the corrosion. The root cause of the corrosion could not be clearly determined; galvanic corrosion could not be established as a direct root cause, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. The valve has been implanted for at least 5 years.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve malfunction detected by MRI. The patient has had the shunt since 2016. The patient had to undergo shunt revision to have the shunt replaced.